Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred for transmitter ID 86ds9e. Data was evaluated and the allegation was confirmed for transmitter ID 86dsrr. The probable cause could not be determined post investigation. No injury or medical intervention was reported.